Event description:
As reported: the patient advocate submitted a form stating the patient died on (B)(6) 2020 due to infection from vegetation on patients device. There were no specific allegations made against the leads. There is no information on what caused the infection. To the best of our knowledge the leads were not involved. This is similar to events MDR 2183787-2020-00092.